Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that one day post implant, the ventricular lead exhibited 1860 ohms bipolar impedance. Additional measurements revealed values of 1945 ohms and >2000 ohms. R-waves were 5.5 mv and capture thresholds were 7.0 v, 1.0 ms. The physician elected to repalce the lead.